Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pneumatic tap was damaged causing cartridges not to snap on tightly. Additionally, it was reported that the customer removed the pump case from the pump and the cartridge was pulled out. Customer's blood glucose ranged from 300-400 mg/dl. Reportedly, customer continued to use pump for insulin therapy.